Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The tubes received for this issue were expired at the time of evaluation and therefore could not be tested. We have not received any additional reports relating to the incident lot number 9095658 and the ¿as reported¿ defect code. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 363080 batch no. 9095658 it was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes there was a critical result. The customer reported a critical proton and redraw was normal. The following information was provided by the initial reporter: she states that they had a patient with a inr of about 14. This patient is a know patient who comes in to have her inr monitored. This result was unexpected. When she was redrawn in the ed the result was around 2 which was an expected result. The results in all tubes repeated to their original value. The tube was drawn with a wing set and a citrate tube was used as a discard tube. It was not filled all the way but used just to clear the air space. The second tube was filled correctly. They rimmed the tube after the high result to verify if any clots were present and there were none. Sample was not hemolyzed and was an unremarkable draw. This happened on friday and on monday the original tubes were retested again and the results repeated to the original values.

Manufacturer narrative:
Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 363080 batch no. 9095658. It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes there was a critical result. The customer reported a critical proton and redraw was normal. The following information was provided by the initial reporter: she states that they had a patient with a inr of about 14. This patient is a know patient who comes in to have her inr monitored. This result was unexpected. When she was redrawn in the ed the result was around 2 which was an expected result. The results in all tubes repeated to their original value. The tube was drawn with a wing set and a citrate tube was used as a discard tube. It was not filled all the way but used just to clear the air space. The second tube was filled correctly. They rimmed the tube after the high result to verify if any clots were present and there were none. Sample was not hemolyzed and was an unremarkable draw. This happened on friday and on monday the original tubes were retested again and the results repeated to the original values.